Event description:
It was reported that the patient was presented in the hospital for a new system implant. During implant of the left ventricular lead, the patients coronary sinus was perforated. The patient underwent a pericardiocentesis and open chest surgery. The lead was not implanted and an epicardial lead was placed. The patient was intubated and prognosis was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.